Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm as well as battery failed alert while processing a bolus. The customer¿s blood glucose was 18 mmol/l. Contacts was not missing, damaged or corroded. Customer stated that they mentioned she was no longer able to trust the insulin pump due to this error coupled with insulin pump error. Troubleshooting was performed for battery failed alert. The insulin pump will not be returned for analysis.